Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2023-00022. Following a premature ventricular contraction ablation procedure, an effusion was noted at the inferior border which required a pericardiocentesis. Ablation was performed in the left ventricular outflow tract, via retrograde arterial access with no impedance rise, steam pop or high contact noted. The effusion was noted after the catheters were pulled, during the access site closure. At this point, it was noted that the patient's blood pressure was lower than the baseline during the procedure. An intracardiac echocardiogram revealed that the patient had a developing pericardial effusion. The patient experienced reduced hemodynamic function as a result of the pericardial effusion. There was no sudden onset of hemodynamic compromise and the patient was in stable condition, however the physician felt it was best to drain the fluid, as the effusion slowly continued to enlarge. A pericardiocentesis was performed to stabilize the patient. It was noted that the effusion consisted of dark venous blood, likely attributed to either manipulation of the ice catheter in the right atrium/right ventricle, or the decapolar catheter in the coronary sinus. There were no performance issues were noted with any abbott device.